Event description:
It was reported that output circuit damage and shorted output stage detection issue was observed on the device. There were alerts for output issue for possible high voltage circuit damage issue. Device was explanted and a new device was implanted. Patient was stable.

Manufacturer narrative:
Low impedance measurements observed in the field were confirmed in the laboratory. An arc was observed on the can. The output circuitry of the device was damaged. It is suspected arcing from the can to the lead damaged the output transistors. All low voltage device functions were normal.